Manufacturer narrative:
Manufacturing review: the device history record(DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. It was decided to replace the mal-positioned filter with new bard g2 filter. After 3 unsuccessful attempts, the jugular vein access was gained. The filter was retrieved successfully. New bard g2 filter was implanted below the renal veins. Approximately nine years later, patient had chest pain and CT revealed presence of right ventricular metallic foreign body. Subsequently CT performed showed filter to be in place with one of the limbs missing. The metallic body, most likely to be the filter limb was retrieved without difficulty. The section of the right ventricular epicardium near this area appeared to be intact with no evidence of perforation. Therefore, the investigation is confirmed for detachment of filter limbs. However, the investigation is inconclusive for perforation of ivc.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter strut detached and perforated into the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. However, detached filter limbs were removed via an open chest procedure. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record(DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. As the final portion of the filter was deployed, a forward motion occurred, causing a forward push of the filter, hence the filter was misplaced with main filter portion to be resting above the renal veins and the anchoring hooks were located at the lower portion of the renal veins. Two days later deployment, it was decided to replace the malpositioned filter with new bard g2 filter. After 3 unsuccessful attempts, the filter was retrieved successfully. New bard g2 filter was implanted below the renal veins. Approximately nine years later, patient had chest pain and CT revealed presence of right ventricular metallic foreign body. Subsequently CT performed showed filter to be in place with one of the limbs missing. The metallic body, most likely to be the filter limb was retrieved without difficulty. The section of the right ventricular epicardium near this area appeared to be intact with no evidence of perforation. Therefore, the investigation is confirmed for detachment of filter limbs and retrieval difficulties. However, the investigation is unconfirmed for perforation of ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter strut detached and perforated into the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. However, detached filter limbs were removed via an open chest procedure. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.